Manufacturer narrative:
After evaluation, it was determined this was not a reportable event. The implicated product is a 5.0 fr. Dual lumen PICC in an intermediate tray. The product received for evaluation is a dual lumen 5.0 fr. Catheter in three individual segments. One piece consists of a white blunt connector with strain relief and a short segment of adapter arm tubing attached. This segment measures 2.2 inches long. The adapter arm extends approx. .1 inch beyond the strain relief with the distal tip ending in a spiral edge. The second piece is the bifurcation of a dual lumen catheter including a complete distal connector/adapter arm and partial (no connector) proximal adapter arm. The proximal end of the proximal adapter arm terminates in a corkscrew edge and flap. A suture wing is secured in place approx. .25 inches distal to the bifurcation. The dual lumen tubing extens distal to the bifurcation 1.7 inches and terminates in a partial multi-dot depth marker. The third piece is a 19.8 inch section of 5.0 fr. Dual lumen tubing including a partial 5-dot depth marker at the proximal end and an intact distal tip. Dried blood residue can be seen in one lumen. A non-MFR injection cap is included with the complaint sample. A lot history review is not possible as no lot number has been provided. Microscopic (10x) examination of the white connector's distal tip reveals a well-defined, irregular edge with a flat, slightly granular face. Magnified views of the proximal end of the damaged adapter leg from the bifurcation segment has a similar edge and face although a flap extends distally from the severed edge. This type of damage is consistent with burst trauma due to over-pressurization. When these two segments are mated together, a close match is achieved. Patency of the loose white connector and both lumens of the bifurcation segment is established by flushing and aspirating water with a 12cc syringe. However, when flushing/aspirating the distal tubing segment with a small bore blunt connector attached to the syringe, only the distal lumen demonstrates patency. The proximal lumen is occluded. Examination of the bifurcation segment's distal tip and distal tubing's proximal end reveals a regular edge with a flat, striated face indicating it had been severed with a scissors or other sharp instrument. This may have been cut by the user in order to render the product non-functional. Mating these ends together demonstrates a close match. The complaint of external catheter breakage is confirmed. It should be recorded as user-related. The damage found at the tubing break proximal to the bifurcation is similar to that resulting from burst damage secondary to over-pressurization. Over-pressurization can result from a number of causes including a restricted lumen. The occlusion present in the proximal lumen may have been sufficient to increase infusion pressures beyond the structural limits of the catheter. The product instructions for use provides strict guidance regarding flushing

Event description:
While flushing the white port, the tubing broke apart at the bifurcation.